Event description:
A talent thoracic stent graft was inserted in a patient for the endovascular treatment of a thoracic aortic aneurysm. The patient's iliac arteries were 10 mm in diameter and they were not calcified. The descending thoracic aorta was 26 mm in diameter at the level of the celiac artery and it was 40 mm proximally; therefore, the stent grafts were implanted percutaneously from bottom to top through the same incision site. The first 2 stent grafts were implanted without complication. The third stent graft was implanted and the tapered tip was retracted into the graft cover as with the first 2 devices; however, the iliac artery was torn during removal of the delivery system. It seemed the delivery system was caught on something and the physician had to pull hard and felt some resistance when he reached the insertion site. After the delivery system was removed, the graft cover was found to have accordioned. There was no bleeding or blood loss. Surgical repair of the artery was performed by sewing a 10 mm surgical graft to repair the insertion site. The stent graft position was precise and the patient is fine. The delivery system is being returned; however, it has not been received at the time of this report.

Manufacturer narrative:
Evaluation results/conclusion: other - lack of information (delivery system has not been returned for evaluation), (arterial trauma/dissection/perforation). Other (required secondary intervention).